Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that he was hospitalized for dka sensor liner stays on sensor base 1st sensor inserted on (B)(6) got changed sensor alert and 2nd sensor inserted on (B)(6) got sensor updating alert. No further information was available.